Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported while in use the device stopped ventilating and alarmed "device failure 12." The patient was switched to another unit. There was no patient injury reported.

Manufacturer narrative:
The reported event could confirmed by analysis of the provided logfile. On october 29, 2019 at 10:19 am the device detected invalid pressure measurement values. The root cause for that was a faulty printed circuit board. As a consequence the device first tried to solve the problem with a reboot of the ventilation unit and afterwards stopped ventilation. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. The device reacted like specified to a detected deviation. The number of malfunctions regarding this issue reported from the field is within accepted range.